Event description:
During a call on 8/26/99 involving a 75 yr old male pt in cardiac arrest, the unit would not shock at 200j. The unit was turned off and then on again, but it would not shock. CPR was performed until another crew arrived and took over pt care. They shocked and transported the pt to a hosp where he was pronounced. Family members at the scene said the pt was down approx 30 mins before the crew arrived. Customer believes pt care was not compromised.